Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A pt called lifescan (lfs) and alleged that his meter was set to the incorrect unit of measurement. He reported obtaining a result of "51." He interpreted the result as 5.1 mmol/l, which converted would read 92 mg/dl. The patient became hypoglycemic and had a "mini-stroke." He lost feeling in his left side. The patient's girlfriend was with him and she called the paramedics. They gave the patient an IV drip. It is not known if they tested the patient prior to treating him. They waited for 30 minutes after his speech and the feeling in his left leg and tested his blood glucose. The patient was told his blood glucose was "ok." The patient made an appointment with his physician. He reported that he has had a couple of "mini-strokes." The patient stated that he does not recall entering the set up mode and making any changes, nor does he know how long the meter was set to the incorrect unit of measurement. This case is being reported as a malfunction, because it appears that the patient was experiencing symptoms at the time of testing, and we do know what events led up to the injury (such as previous tests, medications, or food intake). Several attempts were made to contact the patient. A letter is being sent to the patient asking for a call back to lfs to obtain more clinical information.